Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed stated that the arctic sun device might be having some issues with targeted temperature but was not sure due to it being sent down from a nurse could potentially be a foley probe issue but wanted to send in the data log files to give it a look. Requested data files via email.

Event description:
It was reported that biomed stated that the arctic sun device might be having some issues with targeted temperature but was not sure due to it being sent down from a nurse could potentially be a foley probe issue but wanted to send in the data log files to give it a look. Requested data files via email. Per follow up information received via email on 26jul2023.customer called to report that the issue with the device was human error. Device is back in circulation.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. Corrections: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.